Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was a restenosis of a previously implanted non-bsc stent in the calcified proximal circumflex artery one month ago. There was a chunk of calcium proximal to the stent. After pre-dilatation was performed with a 2.5x15mm nc emerge balloon catheter at 20 atmospheres, a 2.50x8mm promus premier was advanced but failed to cross the lesion. The physician decided to pull the device out; however, after multiples attempts to get the device out, the physician felt a pop. Upon inspection, it was noted that the stent came off the balloon and was stuck in the calcium proximal to the lesion. A 2.5x12mm emerge balloon catheter was then advanced and used to deploy the stent in a normal fashion with excellent results. No patient complications nor blood loss were reported. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is adverse event related to patient condition.